Event description:
Upon follow-up exam, the surgeon noted that the screw had backed out of the plate. The 2 level cervical plate and screws were removed. The patient had subsequent surgery to remove the implant. No further information available at this time.